Event description:
The johnson and johnson acuvue oasys with hydraclear plus brand of contacts have caused my eyes to worsen in vision and become itchy. After half an hour of wear, these contacts cause my eyes to uncontrollable itch. Eventually I must remove the contact lens. If I am in a circumstance where I cannot remove the lens immediately, the contacts will move position within my eye and sometimes fold up in my eye. The itchiness left by the contacts leave pain in my eye for several hours after removal. I also know of many others who have problems with this particular brand of contact lens and believe that this brand can leave pts with serious lifelong problems. Route: unk. Dates of use: 2009. Diagnosis or reason for use: dry eyes and previous contact lens user.